Manufacturer narrative:
(B)(4). Additional information: the device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records a photograph from the surgical procedure was received. Based on the condition of the cartridge, the event description can be confirmed. It appears that there may have been an interference condition between components in the cartridge leading to its failure to deliver staples. There is insufficient evidence to determine the root cause of the issue.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that eight ecr60t cartridge reloads were received for analysis. Cartridge (a, b, c, d, e, f) ecr60t, k5df98 cartridge reloads were received unfired and inside their sterile package. Cartridge (g) ecr60t, k5df98 was received fully fired. In addition in order to verify the integrity of internal components the returned cartridge (b) was disassembled and no anomalies were noted, no damage on cartridge deck was found. Cartridge (h) ecr60t, k5df98 was received with the right side fully fired, left side fully fired, two inner rows partially fired 1/3, in addition, the cartridge pan was partially detached at left distal end. Upon evaluation of the reload (h) the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. The returned cartridge reload (a) was pulled out of its sterile package and loaded into a ple60a test device, the reload and device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a sleeve gastrectomy procedure, inner two rows of staple line on patient side did not deploy correctly from the reload and staple line was not formed correctly. Issue occurred on second firing of the device. Same gun used to continue the sleeve with no further issue. Surgeon was required to oversew the second firing with v-lock barbed suture. Issue only occurred on patient side. Remnant stomach staple line formed correctly. Buttressing material (seamguard) used on both sides of the device. Was used also with black reload on first and third firing with no issues. Device audible feedback was considerable during the second firing. Case delayed by fifteen minutes. There were no adverse consequences for the patient reported.